Manufacturer narrative:
Eval results: device history reviewed. Device history review found the product met specs when released for distribution. Analysis - received in a brown solution in a specimen container in an explant it, not jar. The myocardial tissue is torn from under the cloth base stitching in the left right inferior coaptive area. The gross analysis shows that the tear in the tissue and cloth cover appear to have occurred during the implant procedure. Slightly stiff but flexible possibly associated with blood contact. A small perforation on the tunica of the left cusp adjacent to the torn cloth appears to have occurred during repair. Review of the process card shows that this device met all mfg specs, including multiple inspections prior to release to distribution. Due to the size and location, the tear would have been identified during the inspection process. Review of the device history record shows that this product met mfg specs when released for distribution. Conclusion: analysis confirmed that there was a tear in the device, which appears to have occurred during the implant procedure. The device was replaced without reported complication.

Event description:
Medtronic received info that this stentless bioprosthetic aortic valve was abandoned at implant due to a tear on the inside cuff at the level that the dacron material is sutured to the porcine aorta. It was reported that the dr was sewing the inflow side of the valve when he noticed it. He then attempted to repair it with prolene. After the clamp was removed, bleeding was observed around the area in question. The decision was made to replace it with a valved conduit, which was performed without reported pt complication.